Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were intact. No exterior damage. Functional and delivery testing was conducted. The reported event of motor not running was not replicated during tests. Motor not running was identified in event history log review. The reported issue was not confirmed. The root cause was unable to be determined. The following actions were taken: replaced worm coupling and gear as a preventative measure. Additional repairs included: upgraded the motor mount. Cleaned, greased and calibrated the device functional and delivery tests all passed after repair.

Event description:
It was reported that the device presented a motor not running error message. No patient injury was reported.